Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the patient's lead replacement surgery (related manufacturer report number 3006705815-2021-01140 3006705815-2021-01138), the physician was unable to implant the new lead on (B)(6) 2021. As a result the system was explanted and the surgery was abandoned.